Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 434 mg/dl. Customer attempted to address the bg with a correction injection but ultimately went to the emergency room (ER) on (B)(6) 2025. Cause was unknown. Customer was treated with intravenous fluids of saline to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate form of insulin therapy.